Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23m navitor valve was implanted in the patient. After valve implant, there was severe central aortic insufficiency (ai). The physician thought it was from severe annular & left ventricular outflow tract (lvot) calcification pushing up against the frame in two areas. A pre-dilation was performed with a 17 non-abbott balloon. A post dilation was performed to try and mitigate the ai but was unsuccessful. The final implant depth at non-coronary cusp was 5mm and at left coronary cusp was 7-8mm. The patient was reassessed the next day, an echocardiogram (echo) review showed worsened ai. The final decision was to send the patient to surgery for explant of device. The patient will be having explant surgery with root enlargement. The patient was transferred for surgery for explant and surgical valve placement but patient was refused surgery after hearing the risks associated. The patient did not show to the follow up appointment. The status of patient is unknown. They were discharged home with the plan of 30 day follow up after refusing surgery.